Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power. The audible tones (indicating front face button activation) are heard throughout the evaluation. Removal of the front face button membrane revealed several collapsed button structures, which can short and trigger inputs to the device without activation from the user. The defective front face buttons can affect functionality and settings on the instrument.

Event description:
It was reported that the rad-87 makes random tones when the top of the enclosure is touched. Also, the unit beeps and changes settings when buttons are not being touched. No known impact or consequence to patient.